Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflations, dents, lumps, pain, malaise, depression, back pain, tired, anxiety, breasts sting when it¿s cold outside and exchange, zig zags in arms and legs, ankle and feet swelling, high blood pressure, constantly confused, memory loss, hair loss, dry mouth, nipples seem darker.

Event description:
Patient reported left side "deflations, dents, lumps, pain, malaise, depression, back pain, tired, anxiety, breasts sting when it¿s cold outside and exchange". ¿zig zags in arms and legs, ankle and feet swelling, high blood pressure, constantly confused, memory loss, hair loss, dry mouth, nipples seem darker¿ are not device related. Device remains implanted.

Event description:
Patient reported left side "deflations, dents, lumps, pain, malaise, depression, back pain, tired, anxiety, breasts sting when it¿s cold outside and exchange". ¿zig zags in arms and legs, ankle and feet swelling, high blood pressure, constantly confused, memory loss, hair loss, dry mouth, nipples seem darker¿ are not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.